Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4206 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "on (B)(6) 2021, the top of the PICC tube was found to be broken at 7:00 in the morning. Report to the doctor to clamp the PICC tube with hemostatic forceps and protect it with a sterile towel. Please immediately ask the static treatment group to disinfect and change the dressing to cut the end of the PICC 3cm after the consultation. Replace aseptic joints, report device adverse events."